Event description:
One touch ultra meter had missing segments on the display. This issue was not resolved with troubleshooting. Serial number of the meter was not provided. There was no adverse event reported.